Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants and total capsulectomies secondary to ruptured left breast implant. It was noted that there was intense capsular inflammation with calcification, thickened scar and free silicone at the time of surgery. These breast implants were placed in 1979 and dow corning was the MFR. Pt requested implants be disposed of by hosp.